Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the helix did not extend due to driveshaft lug being stuck on the retraction stop.

Event description:
It was reported that during the attempted implant of this right ventricle (rv) lead, the lead was deployed twice due to low r waves. When attempting to deploy the third time, the helix would not extend after more than twenty plus turns. The lead was removed from the patient and additional attempts to deploy the helix were unsuccessful. It was noted that the lead body appeared to take on the torque of the rotation tool with no helix deployment. The lead was not implanted and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.